Manufacturer narrative:
(B)(4). Date sent: 01/30/2020.

Manufacturer narrative:
(B)(4). Date sent: 01/03/2020. Additional information was requested, and the following was obtained: when using the linx sizing device what technique was used to determine the size? Visual approximation with linx sizer to ensure that sizer did not compress esophagus at all. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Mildly delayed gastric emptying. How severe was the dysphagia/odynophagia before intervention? Severe. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Clinical ad-hoc information - patient had normal pre-operative gastric emptying study showing mild to moderate delayed emptying (193min half-time).

Manufacturer narrative:
(B)(4). Date sent: 04/01/2020. H10: corrected data (d4) - lot is unknown. The reported lot number 19557 is for a 13-bead device. However, the reported product code (lxmc14) and the returned device have 14 beads. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: this is a case where a patient experienced severe gastroparesis and delayed gastric emptying after linx placement. (B)(6) 2019: lxmc14 (lot # 19557) was placed in conjunction with paraoesophageal hernia repair. Patient had normal pre-operative manometry (dci: 1063; irp: 9.5; dl: 7.2). Patient had normal pre-operative gastric emptying study showing 66 min half-time. It was the postop ges that was approx 190-200 minutes. (B)(6) 2019: patient was doing well at 2 week post-op visit but had some dysphagia with drier and bulkier foods. (B)(6) 2019: patient complained of persistent dysphagia with some foods and occasional heartburn & regurgitation sx. (B)(6) 2019: egd w/ dilation. Patient had mild stenosis and received balloon dilation w/ 2 week course of steroids. (B)(6) 2019: patient reported that they were good for 2 weeks post dilation but persistent dysphagia w/ post-parandial reflux had returned. (B)(6) 2019: second egd w/ dilation w/ 2 week course of steroids. (B)(6) 2019: gastric emptying study was repeated and patient had severe delayed gastric emptying. (B)(6) 2019: patient had linx removal with concurrent poep (peroral endoscopic pylromyotomy). Other notes: surgeon reviewed original manometry and noted that although the average dci was 1063 that there were multiple swallows with dci <500. Also noted 36% incomplete bolus clearance on impedence. Gastric emptying worsened from mild to moderate delayed emptying pre-linx to severe delayed emptying requiring pyloromyotomy after linx was placed." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that post implant of a linx device the patient experienced persistent dysphagia. Two attempted dilation's were unsuccessful. The device was explanted on (B)(6) 2019 with no consequences.